Event description:
It was reported that a user experienced low blood glucose with sensor-indicated values as low as 48¿51 mg/dl, while a concurrent glucometer reading was 75 mg/dl; the user had consumed approximately 8 oz of apple juice prior to contacting support and had announced lunch, after which glucose rose to 207 mg/dl, a device-delivered correction occurred, and glucose subsequently dropped to a low of 48 mg/dl before recovering to 104 mg/dl by the end of the call. Symptoms included hypoglycemia. Outcomes included recovery without hospitalization. Investigation included customer coaching, device data sync, and review of recent dosing and meal announcement. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia following the correction dose and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.